Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was damaged and had battery issues. The insulin pump had a rainbow effect on screen of pump and had a crack on the reservoir compartment. The customer also changes the batteries every 2 to 3 weeks. Troubleshooting was not completed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No low battery power alert, no missing segment anomaly and device passed the delivery accuracy test during test noted. Device received with cracked case display window corner and cracked case reservoir tube window corner. (B)(4).